Manufacturer narrative:
Date of event is an estimated date based off the aware date as the exact event date was not reported.

Event description:
It was reported that the hub came apart. A 12fr flexima apdl drainage catheter was selected for use. During procedure, it was noted that the device came apart at the hub. The procedure was completed with another of the same device. No patient complications reported.

Event description:
It was reported that the hub came apart. A 12fr flexima apdl drainage catheter was selected for use. During procedure, it was noted that the device came apart at the hub. The procedure was completed with another of the same device. No patient complications reported.

Manufacturer narrative:
Date of event is an estimated date based off the aware date as the exact event date was not reported. -device evaluated by manufacturer: the device was returned for analysis. The catheter returned has the hub detached off of the device. However, the heat shrink was received properly attached to the catheter and the flare of the device was found formed, which is evidence that the manufacturing process was properly performed.